Manufacturer narrative:
Physio-control evaluated the customer's device and verified the depleted battery through the electronic device download. Physio determined that the cause of the reported issue was due to a depleted battery. The customer's battery was not returned for evaluation, therefore further root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed through the electronic download of the device, that the battery had become rapidly depleted. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use reported for this event.